Event description:
It was originally reported that the device was jammed. Upon initial evaluation in 2007, device was found to have wire in tip, firing straight shots.

Manufacturer narrative:
The device was found to produce straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the maximum recommended number of constructs as specified in the instructions for use for this device.